Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 53.0cm was returned for analysis. Internal insulation abrasion was noted at 7.0-8.7cm from the distal end. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 3.9-4.5cm, 4.6-4.7cm, 4.6-5.0cm, 5.0-5.1cm, and 5.2-5.4cm from the distal end. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.0-7.9cm from the distal end. Internal insulation abrasion under the rv shock coil was noted at 5.6-6.5cm from the distal end. The etfe coating was abraded at these locations. These are consistent with the field complaint of inappropriate therapy.

Event description:
It was reported that the asymptomatic patient presented to the clinic for normal follow-up. Externalized conductors were observed via diagnostic imaging. The patient later presented to the emergency room after receiving inappropriate therapies due to oversensing. The lead was explanted and replaced.